Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient stated five days after the sensor was inserted, she had a painful skin reaction with red broken skin the size of the sensor patch. There was no fluid or pus. The wound became infected. She went to see her general practitioner (gp) and was prescribed flucloxacillin (oral antibiotic) and chlorpheniramine (antihistamine). At the time of the report the skin reaction was improving. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).